Event description:
Note: this report pertains to the first of three complaints that occurred during the same procedure. Refer to manufacturer report#'s 3005099803-2010-03306 and 3005099803-2010-03376 for the associated device reports. It was reported to boston scientific corporation on (B)(6), 2010 that three resolution clip devices were used to treat a duodenal bleed in a procedure performed on (B)(6), 2010. According to the complainant the scope was advanced to the duodenum. The clip was advanced through the scope with some difficulty. There was a reported j bend on the scope due to the difficult location within the anatomy. Once the delivery system was fully advanced through the scope, they had to "pulse" the blue grip in order to advance the clip out of the sheath. The clip was then tested inside the patient and opened and closed without issues. The device grasped tissue and deployment was attempted. The complainant reported that two clicks were heard, however the clip failed to release from the catheter. The clip held on to some tissue but was removed without significant issue. A second resolution clip was used, however the same issue occurred; the clip failed to release from the catheter and the device was removed. A third resolution clip was used; the clip failed to release from the catheter. The device was removed with the scope and the procedure was completed using injection therapy. There were no complications reported for this patient.

Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.